Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that before use of the bd pen ndl 32ga 4mm the printing on the package was not printed in the proper format. The lot and expiration date on box was incorrect. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: lot# and exp.date on the shelf carton weren't printed properly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd pen ndl 32ga 4mm the printing on the package was not printed in the proper format. The lot and expiration date on box was incorrect. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: lot# and exp.date on the shelf carton weren't printed properly.